Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device is visually inspected, and observations were made: all struts exposed through skirt, it was normal after crimped and used. The leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. The frame was distorted/canted. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed. No potential manufacturing non-conformance were identified. Review of the DHR, and lot history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'while advancing the commander delivery system with crimped valve through the esheath, resistance was felt about 30 cm into the esheath, and the valve got stuck. The skirt broke and frame damaged'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time. Additionally, the patient had a present of tortuosity and calcification within the access vessel. The presence of calcification and tortuosity can create a challenging pathway during delivery system advance through the sheath, and it could lead to resistance and high push force. So, if excessive force was applied to overcome resistance, it could result in the valve strut interacted with the sheath and damage the frame. As such, available information suggests that patient factors (calcification/tortuosity) and /or procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03405.

Event description:
Edwards received notification from our affiliate. During a tavr procedure with a 26mm sapien 3 valve, , the valve/delivery system was not able to advance in the esheath due to high resistance. The loader was able to be fully inserted. The resistance was felt at about 30 cm into the esheath. The insertion angles was not steep and the degree of calcification and tortuosity was moderate. The delivery system was retrieved through the esheath. A new 26mm sapien 3 ultra valve kit but with a 16fr esheath was prepared and successfully implanted. The patient condition was good. Upon removal, it was noticed a rupture of the expandable sheath, severe kinking of the delivery system and braking of the skirt and folding of the frames of the valve. Per pre-decontamination evaluation observations a liner tear and liner strands were observed on the esheath. As per medical opinion, the failure was due to an abnormal angle towards the inland of the iliac artery with calcifications in the curve.